Event description:
During a polypectomy performed endoscopically a snare lodged and they were unable to supply power to the area. In trying to remove the snare two more snares became lodged during which 20 to 60 watts were tried but would not work. Accessories were checked and replaced also. It became necessary to do an open procedure to remove the snares. The bowel had to be resectioned.